Event description:
A doctor reported to lensar that she had experienced a posterior capsular tear on both of her first two cases of the day. She mentioned that her laser operator. That usually sets up her pts was out ill and she was attempting to set up and complete the surgeries on her own.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available.